Event description:
After a month of using the pi gloves the scrub tech started having small red bumps on the back of her hands over the knuckles. She was using avagard and switched to iodine but it did not improve the issue. She now has cracks over her hands. She has not changed anything else such as soap, lotions, etc. At home. She stated "my hand issues get better over the weekend when I am not scrubbing." She says that it is very painful and is itchy.

Manufacturer narrative:
No review of the device history record could be conducted as no lot number or sample was provided.